Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior per the physician is due to patient conditions (fragility of the mitral valve). Image resolution poor is appears to be related to patient and procedural conditions as difficulties visualizing the clip was reported due to anatomy. Unchanged mitral valve insufficiency/ regurgitation appears to be due to the slda of this second clip and tissue (leaflet) damage that was suspected during implantation of the first clip. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), leaflet prolapse, calcification, and chordae rupture upstream of the calcification. During a mitraclip procedure, posterior leaflet damage was suspected during implantation of the first clip. Despite leaflet damage the first clip remained stable on the leaflets. A second clip was successfully implanted to further reduce the mr. At the end of the procedure, when the vascular access was closed, the second clip detached from the posterior leaflet. Per the physician, the fragility of the mitral valve contributed to the single leaflet device attachment (slda). The mr remained unchanged. There was no conversion into surgery, the patient is monitored in the intensive care unit. There were no adverse patient sequelae. No additional information was provided.